Manufacturer narrative:
The accuracy of the targeting guide was investigated in a functional test. The reported inaccuracy of the instrument could not be reproduced. The used implants were not returned for evaluation, therefore potential damage to the mating components could not be assessed. Based on the received information, the root cause could not be determined.

Event description:
It was reported that surgery time was extended due to targeting complications during a nail procedure.